Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed when vancomycin was run. They were advised to allow fluids to get to room temperature before infusing them to prevent alarms from occurring. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.